Event description:
It was reported the patient received two inappropriate shocks due to oversensing on the pace/sense portion of the high voltage lead. It was also reported that oversensing had started six months earlier, and a carelink alarm had been issued, but the hospital personnel did not see it. The rv lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.